Event description:
Boston scientific received information that this implantable cardioverter defibrillator's shocking therapy was exhausted after delivering multiple antitachycardia pacing (atp) schemes and then shocks for a suspected supraventricular tachycardia (svt). The technical services department reviewed other available detection enhancements within the device to attempt to prevent further shocks for svt. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.